Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that following a successful procedure with the flow diverter during a clinical trial, the patient experienced right arm pain encompassing the whole arm into the scapula. The pain at baseline was an aching pain but on aggravation, felt like a spasm. Right arm had associated minimal swelling. The procedure was done through right radial access. Ultrasound was performed (arterial upper) and showed no pseudoaneurysm or hematoma at the right radial access site. Medication (oral methylprednisolone 4 mg prn) was administered and the event resolved. The cec assessed the event as possibly related to other stryker devices used (synchro 14 guide wire, subject axs catalyst 5 catheter, excelsior xt-27 micro catheter), procedure and underlying condition or disease. No other information is available.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that right arm pain encompasses whole arm into scapula. It has a baseline aching pain but with use aggravates it to then feel like spasm. Minimal swelling. The reported vascular access site complex non serious and patient inflammation is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that following a successful procedure with the flow diverter during a clinical trial, the patient experienced right arm pain encompassing the whole arm into the scapula. The pain at baseline was an aching pain but on aggravation, felt like a spasm. Right arm had associated minimal swelling. The procedure was done through right radial access. Ultrasound was performed (arterial upper) and showed no pseudoaneurysm or hematoma at the right radial access site. Medication (oral methylprednisolone 4 mg prn) was administered and the event resolved. The cec assessed the event as possibly related to other stryker devices used (synchro 14 guide wire, subject axs catalyst 5 catheter, excelsior xt-27 micro catheter), procedure and underlying condition or disease. No other information is available.